Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a-45, serial/lot #:(B)(4), UDI#: (B)(4). Product ID: 3487a-45, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 3776-60, serial/lot #: (B)(4), ubd: 17-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing seizure like symptoms and their managing physician recommended a diagnostic MRI. The cause of this issue was unknown and it was noted that the patient had been using the ins constantly and getting solid pain relief. The patient was instructed how to put the ins into MRI mode. No further complications were reported. Additional information was received from the consumer (B)(6) 2018. MRI compatibility guidelines were requested. It was reported that the patient was experiencing seizures and blackouts, unrelated to the implant. It was further reported that the patient has pressure on his leads on his spine. The patient had a "CT scan" or "MRI" to confirm. Additional information received from the representative reported that it was unknown if the seizure like symptoms were caused by or related to the patient¿s device/therapy. No steps had been taken to resolve the symptoms. The patient was satisfied with neurostimulator for pain relief, and patient did not want the device reprogrammed and would be getting diagnostic MRI for other symptoms. It was unknown if the issue was resolved. No further complications were reported/anticipated.